Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
Attorney alleges on or about (B) (6) 2006, patient "inappropriately shocked by the sprint fidelis lead wire, and on or about (B) (6) 2006,was required to undergo surgery to remove and replace the defective sprint fidelis lead wire. (Patient) was therefore, forced to have an early explant and implant of a new lead system, scarring an already fragile heart, and forcing him to undergo additional and otherwise unnecessary treatments." Further alleges patient suffered physical pain and suffering and mental anguish in the past. Review of manufacturer's database verified patient death and that this sprint fidelis lead was not in use at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.